Event description:
The following was reported to hamilton medical ag: summary: discharged battery leads to tf341005, 1583908, 1383003.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: discharged battery leads to tf341005, 1583908, 1383003: completely discharged battery. Correction: charge the battery hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: summary: discharged battery leads to tf341005, 1583908, 1383003.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: discharged battery leads to tf341005, 1583908, 1383003: completely discharged battery. Correction: charge the battery.